Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the sureform stapler instrument was recognizing incorrect reload. The customer tried installing a white reload accessory but, it kept falling off. The instrument got misfired. The instrument was replaced and procedure was completed with no reported injury.

Manufacturer narrative:
The white reload accessory and sureform stapler instrument involved in this complaint have not been received and/or tested by failure analysis as of the date of this report. If the product(s) is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler instrument was analyzed and found to was installed on an in-house system with the returned reload as well as an in-house reload, the instrument failed during initialization with both reloads. There was no issues installing / removing the reloads from the instrument jaws. Procedure logs were not available during initial fa. Additionally, the instrument was found to have failed during initialization during in-house testing. The instrument was installed on an in-house system multiple times. On each install the instrument generated error message stapler initialization failed. Remove and reinstall stapler. The complaint regarding white loads kept falling off was not confirmed by failure analysis. The probable root cause is not determinable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 30 stapler was analyzed and found to reported event with the instrument could not be confirmed. The system logs confirmed that a ¿tissue too thick to continue" firing failure occurred on the second install of the instrument during the procedure. The previous firing with a white reload was completed successfully. On the next install, the stapler failed to initialize due to high drivetrain friction. On the last 3 install attempts, the system failed to detect a valid reload color, and detected the lockout mechanism, preventing use of the instrument. The instrument was manually articulated and the jaws were unable to fully close, indicating that a component was likely lodged within the jaws. Upon disassembly, the lockout mechanism was found to be intact and functioned as expected when manually displaced. A fragment from a reload switch component was found sitting in the channel groove towards the back of the jaws. The fragment was confirmed to have originated from a sureform 30 reload. The reload returned with this instrument had an intact switch component and was fired in-house, confirming the lodged fragment did not originate from the returned reload. It was likely that the switch became dislodged during installation and was fired across during the second stapler fire. The force of the interaction resulted in a force increase past the pre-determined force threshold, resulting in the partial fire. The lodged fragment likely also contributed to the subsequent reload recognition failures as the system could not detect the correct position of the switch on the installed reload, and instead detected the fragment at an incorrect position. Evidence indicates the switch component was likely dislodged during reload installation and fragmented during firing. Damage suggested a sharp angle of reload insertion into the instrument channel, which may have allowed the reload tail to interact with components at the back of the channel, bending and pulling the switch from the tail during attempts to seat the reload while misaligned. The complaint regarding white loads kept falling off was not confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.